Manufacturer narrative:
(B)(4).

Event description:
It was reported that not long after implant the left ventricular lead exhibited high threshold. The device was reprogrammed. The lead was later capped on (B)(6) 2015. The patient was fine.